Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2016-00314, 00315, 00316, 00317, 00318, and 00319.

Event description:
Allegedly the patient was irrigated and debride due to infection for the second time (right).